Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828800) was implanted in a (B)(6) female patient via "l-p" shunt on (B)(6) 2021 with setting 2. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). A shunt dysfunction was suspected and shunt contrast examination confirmed a proximal obstruction on (B)(6) 2022. The patient had repeated falls and it is unknown if the patient experienced any signs and symptoms. The valve and the lumbar catheter were removed on (B)(6) . The valve was replaced on (B)(6) . The patient recovered.

Manufacturer narrative:
Updated fields:  b3, d4, d6b, d9, g3, g6, h2, h3, h6, h10. The certas valve was returned for evaluation: failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; no defects were noted. The valve was hydrated. The catheter was irrigated no occlusion noted. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no occlusion issues were noted. Additional information received: incident date/ valve replacement: february 8, 2022.